Event description:
It was reported the rubber pad on the bottom of the rf (radiofrequency) head has peeled off, and it does not stay in position on patients. The rf head is electrically fine. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the rubber pad on the bottom of the head was gone, the label was missing its backing. It was also noted that the cable was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.